Manufacturer narrative:
Investigation summary: one sample was received and 2 photos were provided for evaluation. The luer tip is damaged and has residues of the conveyor belt material therefore failure mode is verified. Root cause for the tip damage and foreign matter is due to: a jam occurred inducing the damage and getting a piece of the conveyor belt attached to the luer where the damage is. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd¿ slip tip syringe barrel tip was found damaged before use with plastic-like foreign matter on it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ slip tip syringe barrel tip was found damaged before use with plastic-like foreign matter on it.